Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead fractured at the collar bone. The patient suffered a progressive increase in the impedance values of the lv lead until it was not able to record any values. The lead was capped and replaced. No patient complications have been reported as a result of this event.